Event description:
Reporter alleges she had a revision to have implants replaced on (B)(6) 2020. This was a reconstruction and she previously had the old ones for 8 years with no issues but started experiencing adverse events right after her revision. Symptoms include brain fog, memory loss, depression, anxiety, nausea, vomiting, dry heaving, extreme fatigue (12 hours/day), neck pain, back pain, constant cough, shortness of breath, difficulty breathing, dry skin, dry hair, frequent urination, loss of appetite, constipation, low libido, dry mouth, muscle ache, muscle weakness, difficulty balancing, sensitivity to light, numbness everywhere, joint stiffness, joint pain, sleep disturbances, night sweating, tingling sensation in arms and legs, heart palpitation, hoarseness in voice, dropping things, oxygen saturation decreased to 94 (used to be 100) and shakiness of hands and fingers. Reporter wants the FDA to be aware of these adverse events she has been experiencing after her revision.